Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # m52v06. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was requested and the following was obtained: was the staple line complete prior to when the staples fell off the tissue? It couldn¿t be sure. What was the shape of the deployed staples (b-formation, irregular, unformed)? They were properly under laparoscopic observation but the surgeon remade a purse in case they are not b-formed. Did the device staple as expected, however the staples fell off as a result of the condition of the patient tissue? It stapled as intended at the proximal segment. But at the distal segment, it seemed not.

Event description:
It was reported that during an open resection of rectal carcinoma procedure, the surgeon used the device to anastomose the ileum. After firing, the surgeon checked the proximal staple line and it was good. When the surgeon put the circular stapler at the distal segment, the surgeon found several staples in the distal staple line fell off the tissue. The surgeon made a purse at the distal part and anastomosed the tissue to complete the procedure. The patient is in stable condition. The device was discarded by the hospital